Event description:
The customer contact reported that the device delivered less than expected. The device was returned to the biomedical department for a report of, under delivery problem. No specific pt information, pump programming, or event details were provided. There were no reported adverse pt effects. The customer contact reported "the pt remained stable throughout the event". There was no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.